Manufacturer narrative:
Based on technician statement, water entered the air gas modules from the connected compressors mini. The air gas module was replaced in each affected device. The issues have been resolved and the devices were put back into clinical use. The air gas module regulates the inspiratory gas flow and gas mixture. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. It is unknown if any test failed or if any technical error was generated, as device's logs were not provided. The cause of the issues was related to malfunctioning compressors mini, however the root cause to the reported problem has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's air gas module was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** the serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number and manufacture date can be provided. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name - previous brand name: servo-u, - corrected brand name: base unit servo-u. D4 - version or model # - previous version or model #: servo-u, - corrected version or model #: 6694800.

Event description:
Manufacturer's ref. #: (B)(4).